Manufacturer narrative:
Other relevant device(s) are : product ID: 3889-28, lot# va0jmyd, implanted: (B)(6) 2014, product type: lead. Other relevant device(s) are: product ID: 3889-28, serial/lot #: va0jmyd, (B)(6), (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from the manufacturer representative regarding a patient who was implanted with an implantable neuro stimulator (ins) for urinary dysfunction/sacral nerve stim and gastrointestinal/pelvic floor it was reported that the patient symptoms had returned and patient had a lead revision. It was further stated that the patient exhausted all programs and did not have symptoms relief. Factors that might have contributed to the returned of symptoms were unknown it also reported that the issue was resolved . No further complications were noted or anticipated.